Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the stapler was not able to fire and there were non functional reloads. There was no patient involvement.